Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse station (cns) was in a boot loop. It would load the cns software (sw) but then reboot. Technical support (ts) advised rebooting the cns by performing a hard power cycle. This time, the cns did not enter the boot loop, but it displayed a blank screen with audible alarms and the yellow advisory light on. They rebooted again, and this time, the cns returned to the same blank screen as before. Ts planned to have the bme try a controlled reboot. However, the cns then started displaying the sw on its own. The bme was able to interact with the cns successfully, and all patient waveforms were being shown without issue. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 08/03/2025 emailed the bme for all information in the ni list above: no reply was received. Attempt # 2: 08/12/2025 called the bme for all information in the ni list above: the bme stated that they did not recall what devices were connected and that the issue appeared to be resolved and did not recur.

Event description:
The biomedical engineer (bme) reported that the central nurse station (cns) was in a boot loop. It would load the cns software (sw) but then reboot. No patient harm was reported.

Event description:
The biomedical engineer (bme) reported that the central nurse station (cns) was in a boot loop. It would load the cns software (sw) but then reboot. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse station (cns) was in a boot loop. It would load the cns software (sw) but then reboot. Technical support (ts) advised rebooting the cns by performing a hard power cycle. This time, the cns did not enter the boot loop, but it displayed a blank screen with audible alarms and the yellow advisory light on. They rebooted again, and this time, the cns returned to the same blank screen as before. Ts planned to have the bme try a controlled reboot. However, the cns then started displaying the sw on its own. The bme was able to interact with the cns successfully, and all patient waveforms were being shown without issue. No patient harm was reported. Investigation summary: the customer was advised to monitor for recurrence. Follow-up confirmed that the issue did not reoccur. The root cause could not be determined. No further investigation is required. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 08/03/2025 emailed the bme for all information in the ni list above: no reply was received. Attempt # 2: 08/12/2025 called the bme for all information in the ni list above: the bme stated that they did not recall what devices were connected and that the issue appeared to be resolved and did not recur. Additional information: b4 date of this report, g3 date received by manufacturer, g6 type of report, h2 if follow-up, what type? H6 event problem and evaluation codes, h11 additional manufacturer narrative.